Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that oversensing due to unipolar configuration was observed. Patient was asymptomatic. Programming changes were made. Patient was stable.